Manufacturer narrative:
The subject device was returned to olympus medical system corp.(omsc) for evaluation. The tube tip was deformed and it had an elliptical shape. There was a mark on the edge of the tube tip as if something got caught. From the fixation mark of the tube, the radiopaque tip was fixed in the correct position. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the radiopaque tip fell off since the joint of the guiding device got caught on the radiopaque tip when the user bended the distal end of the guiding device around the radiopaque tip and inserted it into the subject device. The instruction manual of the device has already warned as follows; *when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath.

Event description:
During an endobronchial ultrasonography with a guide sheath, the subject device was used. In the procedure, the radiopaque tip of the subject device was missing when the guide sheath was withdrawn. It was confirmed that the radiopaque tip was remained in the body by CT. Since the radiopaque tip was located peripherally in bronchus, it was reported that it would be removed with the scheduled operation. There was no patient injury reported other than above.